Event description:
Boston scientific received information that this cardiac resynchronization therapy-defibrillator (crt-d) was associated with occasional pacing inhibition in a pacing dependent patient, due to detection of noise on the right ventricular lead pace/sense channel. No shock therapy was delivered for the episode. Lead data was reported as stable, and attempts to re-create the noise using isometrics and valsalva were unsuccessful. There was no report of adverse patient effects, and the device and lead remain implanted and in service. Additional information was received that approximately six and a half years later this patient died. There were no allegations that this lead caused or contributed to the patient's death. The lead has been returned for analysis.

Manufacturer narrative:
(B)(4). A boston scientific crm technical services consultant (ts) discussed going to a most sensitive device setting and trying again to recreate the noise. Ts discussed it sounds like myopotential oversensing but could be a lead issue. Ts suggested that since the episodes are very infrequent, adjusting sensitivity to least may eliminate the sensing of the noise, and discussed the need to be sure defibrillation threshold (dft) testing was done in a least sensitive setting first or conducting dft testing again. This device was not included in any advisory physician communications at the time of this event. This event will be reopened and updated if additional information is received. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was severed, and the three terminal leg segments were returned. Set screw marks were noted on all the terminal pins. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.